Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad¿s indicator light illuminated briefly for about one second and then turned off, and the charger did not function despite the user disconnecting and reconnecting components and trying a different outlet; a replacement charging pad was shipped and the user was advised to use a compatible wireless charging pad in the meantime. Symptoms included no adverse clinical symptoms. Outcomes included no impact to health and no alarms. Investigation included customer troubleshooting by power cycling components and testing an alternate power source. Investigation of this case revealed a suspected charging pad malfunction consistent with a power or internal component failure of the charger. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging pad.